Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had an alert for high thresholds. The current thresholds are within limits. No reprogramming suggestions were requested or given. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.